Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call, the insulin pump was not responding correctly. The customer had reset the device, changed out her infusion set and reservoir. The device has alarmed no delivery for the third time during a bolus delivery and then it alarmed motor error. Customer was able to clear the motor error alarm. She changed the infusion set and reservoir and the insulin pump cleared out. Customer's mother called the customer's doctor, who advised to call in to get the device replaced. Troubleshooting for the motor error alarm was performed and customer was able to complete the rewind process. Her blood glucose was 471 mg/dl. No delivery alarm was resolved by a complete set change, so customer was unable to perform troubleshooting for the no deliver alarm. The customer's mother was advised to discontinue use of the device, revert to his backup plan, and the device needed to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor; unable to verify no delivery alarm due to prime anomaly also, unable to perform occlusion test and no delivery test due to prime anomaly. No motor error alarm noted and the motor passed motor test. The insulin pump passed idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, displacement test. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.